Event description:
Very healthy female with three children, normal vaginal births. Participant in stop clinical trial later to be named essure. Conscious sedation used during procedure. No complications during procedure